Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the skin graft was too thick. The surgeon has prepared as usual the device and choose the thickness wanted on the device but when he begin to do the graft the cut was not as usual. The blade cut the skin and muscles. The graft was for lost of cutaneous substance. The patient was under anesthesia. The event lead to an increase of surgery time of 30 minutes. The patient was injured: biceps muscle cut, musculocutaneous nerve cut.

Manufacturer narrative:
Failure analysis to identify root cause confirmed complaint event. Device received with many signs of end user abuse. Damage to the plating on the gauge bar. Heavy corrosion on the motor and end cap, inside the handle. Unknown dried substance and corrosion found on the head assembly and inside the actuator rod pocket. Head damage - scratches around the oscillating pin hole and damage to the anodizing on the blade bed. Drive shaft has been modified from OEM part. Root cause for corrosion is likely the cleaning and/or sterilization process. Root cause for mechanical damage is most likely misuse.

Event description:
N/a.

Manufacturer narrative:
Integra has completed their internal investigation. The device was not released for evaluation therefore a failure analysis to identify root cause to the end users experience could not be determined. DHR for serial number (B)(4) was reviewed: no abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with these serial numbers.

Manufacturer narrative:
Additional information received: procedure: cutaneous tumor removal and reconstruction by graft from the left forearm. Lesion of muscle were repair with microsurgery. The patient have more scars and larger wound care than expected.